Event description:
It was reported that during an abdominal aortic aneurysm treatment procedure, a stent dislodgement occurred. The target lesion was located in the right renal artery. An express sd renal biliary sm, pmtd 5.0x19x150cm stent dislodged from the balloon in the renal artery. An unknown manufacturer's 3mm balloon was inflated inside the dislodged stent. The stent was retrieved from a distal position and pulled back proximally. The stent was then dilated in the intended location. The procedure was completed with this device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).